Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an photographic and physical evaluation of four devices. Visual inspection of the returned photo noted the anvil of one loading unit was bowed. Visual inspection of the returned products noted that three loading unit were fully fired. One loading unit was partially fired. Staple pushers were visible at the 3cm cut line. The anvils were bowed on one fully fired loading unit and the partially fired loading unit. The clamping mechanisms were deformed on all four loading units. Microscopic evaluation noted that the partially fired loading unit and two fully fired loading units had damage to the cutting edge of their knife blades. The loading units were loaded into a post market vigilance instrument for functional testing. The interlocks were overridden and the fully fired loading units were cycled without hesitation or binding. The partially fired loading unit was applied to test media. All remaining staples were placed and test media was cleanly transected for the partially fired loading unit. Functional testing confirmed the safety interlock feature successfully prevented all four loading units from cycling again. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the bowed anvil and broken clamp bar condition may occur under the following conditions: application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic lung lobectomy, on the anastomosis, the stapler was able to fire and the staple line was incomplete on the lung tissue. The five staples from the first reload and the staples from the second reload. Did not perform anastomosis on the tissue. Another competitor's stapler was used to fix the staple line.